Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the entire system was explanted on (B)(6) 2021.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00893. It was reported the patient had lead migration of her lumbar system. The migration caused high impedances on one of the leads. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The reported ineffective stim and high impedance was not confirmed. The lead was returned cut in 2 segments as a consequence of the explant procedure. Visual inspection did not identify any anomaly or damage that would contribute to the reported issues. There was indications the lead was fully inserted and secured inside the header of the ipg,. It was also noted a swift-lock anchor had been used. The lead segments passed continuity on all channels.